Event description:
It is alleged that during a case the scalpel/electrocautery instrument arced at the wrist. The instrument was replaced and the case was completed. It was reported that there was no harm to the pt.